Event description:
New information received notes that the event was initially observed remotely via merlin.net transmission. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction: section h6: health impact code should have been an unexpected medical intervention.

Event description:
It was reported that the patient's pacemaker exhibited loss of capture. No intervention or adverse patient effects were reported.